Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-44-6011 - logic tibia implant psc insert, sz 6, 11mm; ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6) 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t; (B)(6) 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation the male patient had a left knee replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Revision op report: 8 may 2023/(B)(4) received via legal 13 apr 2023. Diagnosis: failed left knee replacement. Findings: there was extensive soft tissue debris throughout the knee joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown synovium along with a "pseudo-capsule" of dense soft tissue rind. The surgeon resected as much of this as safely possible. The total amount of soft tissue damage that required resection was about 20 oz. The surgeon examined the polyethylene - excessive wear was present with signs of oxidation/ yellow discoloration, pitting, cracking, and delamination of the poly. Distal femoral bone loss was severe but did not require a femoral cone. Extensive medial femoral bone loss with "golf ball" size bone loss - required 2 screws as rebar augmentation to support cement buildup. Loose femoral and tibial implants - removed easily with massive bone loss. The medial tibia had severe uncontained defect also "golf ball" size that required tibial cone placement. Patient reversed from anesthesia and sent to pacu in stable condition.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear and aseptic loosening as stated in the operative notes. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs / photographs were not provided.